Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that no apparent damage was found on the guide wire.

Event description:
Additional information was received. It was not possible to deploy the coil, as it was not assembling easily, and for this reason, they decided to remove it and use a new one.

Manufacturer narrative:
Updated b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a concerto coil that had poor shape during initial deployment attempts and then failed to detach. The patient was undergoing a pelvic vein embolization procedure to treat pelvic congestion syndrome. The patient's blood flow and vessel tortuosity was where normal. It was reported that the concerto coil and all accessory devices were prepared as indicated in the instructions for use (IFU). After delivery and positioning in the vein, the coil did not take the expected helical shape. The surgeon repositioned the coil. Then, when manual detachment was attempted, the coil failed to detach. Two detachments were made with the black proximal and distal markers. No instant detacher was used in the procedure. The coil was removed and replaced to complete the procedure. There was no harm or injury to the patient associated with this event. The event did not lead to or prolong patient's hospitalization and no additional medical or surgical intervention was required to prevent permanent impairment.